Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that there was damage on the face of the insulin pump on the reservoir lip and also on the lower left hand side of the insulin pump ring had a piece missing, and a part of it was sticking up. Troubleshooting was performed for damage and noticed the reservoir was still able to be locked in. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.